Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. This evaluation confirmed but did not reproduce system error 105. The reported symptom was observed during power up and was caused by a failed motor with severed motor mount screws. The motor assembly (including the screws) was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no patient involvement.